Event description:
Per the audiologist's report, this pt's device was functioning intermittently. This was confirmed by an integrity test in 2006. The surgeon explanted the device the following month, and reimplanted a new device on the same day.